Event description:
Three days after the elunir stent was implanted in the left anterior descending (lad), it was reported that there was in-stent thrombosis. Revascularization was completed using a non elunir stent.